Event description:
It was reported that a malfunction occurred on the pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl. The customer did not take any actions to address the high blood glucose and did not require assistance from a third party. Customer contacted technical support, who provided instructions to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.